Event description:
It was reported that t:slim x2 pump battery would not charge even though pump was currently operating normally. There was no reported impact to the customer¿s blood glucose level. Customer support confirmed use of tandem charging cable and wall adapter and instructed caller to plug adapter into known working outlet and leave pump connected for at least 30 minutes to see if charging resumed, with plan for follow-up and no additional outcome information available.